Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with a separation of the poly. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred and that the dialyzer membrane was ruptured. The leak was visually observed and the machine alarmed. Estimated blood loss was 100ml's. Patient had no adverse effects and required no medical intervention. Sample is available.